Event description:
It was reported that five years placement of a "tracheobronchial stent graft" and a bare metal stent in the common hepatic duct, both devices dislodged and migrated to the duodenal/jejunal junction. Additional intervention to remove the devices has not been performed. The physician is confident that the devices can be safely passed through the small and large intestines.

Manufacturer narrative:
The lot number for the device is unknown. Therefore, a review of the device history records could not be performed. The stent graft remains implanted. Therefore, a device evaluation could not be performed. The investigation is currently underway.